Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Inserted a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thus software for reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement test. However, unit did not pass self test. Pump error 75 interrupted self test completion. No blank display, low battery alarms or unexpected battery power loss noted during testing. During adapt download history review, unit recorded pump error 53 on (B)(6) 2024 at 15:00:56 hour. (File/line number : 2005/5632). Per software engineer log, pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assembly and connectors. All connectors were plugged in properly. During deconstructive analysis, corroded electronic assembly was noted. Unit was also received with scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and cracked case (battery tube). In conclusion, the customers concern was not confirmed during testing. Unit powered up properly after battery installation. No blank display noted. However, pump error 53 was noted during adapt download history review and pump error 75 was noted during self test. Pump error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. In addition, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.